Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by the asp. Operational and functional tests were performed. The issue was resolved by replacing the battery. The device was fully restored to functionality and returned to service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was confirmed. The root cause of the battery issue was not determined.

Manufacturer narrative:
Reporting institution phone # and reporting phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device displays a failure message (equipment defect when charging). There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.